Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that patient's system diagnostics recorded the paddle lead was completely impended. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicates that there were high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored.